Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pressure ridges were present on the sulu indicating that the staples had been fired. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, the surgeon fired the stapler to the rectum, however some staples did not staple the tissue. The surgeon sutured the incomplete staple line manually. The sales rep noticed the staple pushers were all pushed up and device was completely fired and the nurse said the surgeon had positioned the tissue within the jaws by force. Oozing bleeding occurred as a result of the issue but there was no tissue damage or loss. The patient status is alive with no injury.